Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they have had high levels for the last couple days now. The customer's blood glucose level at the time of incident was 385mg/dl. The customer's current blood glucose level is 412mg/dl. The customer states trying to treat the high levels by bolusing, but it has not taken effect. Troubleshoot was conducted. The customer states they did not have a back-up plan available, so a fly pump is being sent out. The customer is returning their current device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.